Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. Customer did not recall blood glucose at the time of incident. Customer was able to rewind the insulin pump. Customer states manual priming during displacement test was successful. Additionally, the insulin pump passed performance test. Customer reports the drive support cap appears normal. Customer stated that the insulin pump was not exposed to high magnetic fields. Customer was recommended to use their back plan according to healthcare provider instructions. The insulin pump will be returned for analysis.